Event description:
A caller reported an error with their continuous glucose monitor (cgm), specifically error 42, which was associated with their g6 sensor. There was no adverse impact to the customer's blood glucose level mentioned. The customer received assistance from technical support, who provided instructions for a complete pump reset. After the reset, the error code did not appear again, and the caller successfully started their sensor session.